Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation concurrently with hysterectomy/bso, abdominal sacrocolpopexy, and cystoscopy; due to pop, urinary incontinence, mixed incontinence and cystocele. It was reported that following insertion the patient experienced pain, numbness, abdominal swelling, extrusion, dyspareunia, bleeding, infection, urinary/bowel problems, organ perforation, neuromuscular problems, recurrence and vaginal scarring. (B)(4).